Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 30 minutes, cause was unkown. There was no impact to the customer's blood glucose. Customer corrected the time and resumed insulin therapy.